Event description:
The patient underwent a sling procedure in 2002. Subsequently, the patient experienced urinary retention. One day postoperative, the patient was informed by physician that they would be taken back to surgery to release the device, indicating to the patient that it was too tight. The sling was released and they were able to urinate that evening.